Event description:
During a surgical procedure, blood was being administered to the patient utilizing the 3m blood warming system. The anesthesiologist was using a syringe to flush a line. This caused a flat filter in the tubing to crack and blood splattered all over the anesthesia equipment including a laptop which had to be replaced. There was not an exposure to any staff members in the room. The warmer was not removed from service because it was the disposable item that failed.